Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "tip broken off" failure analysis found the primary failure of a broken grip at the grip base. A piece approximately .218" x .609" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most caused by mishandling/misuse, such as excess force applied to the instrument jaws. Root cause of this failure is attributed to user.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the cadiere forceps had broken tip during sterilization. The procedure was completed and there was no patient injury.